Event description:
A malfunction alarm was reported with code malf 9, and the customer was unable to complete a pump reset due to not having a charger. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to call back once they had access to a charger to address the malfunction. No additional patient or event information was available.